Manufacturer narrative:
Additional information was received that all of the patient's lead contacts were inactive except for one. Lead fracture was suspected.

Manufacturer narrative:
Additional information was received that all of the patient's lead contacts were inactive except for one. Lead fracture was suspected. Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient¿s stimulator was not functioning. The patient will undergo a revision.

Event description:
A report was received that the patient¿s stimulator was not functioning. The patient will undergo a revision.

Manufacturer narrative:
.

Event description:
A report was received that the patient¿s stimulator was not functioning. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the reason for the revision was the inactive contacts on the leads. The patient underwent a procedure wherein the entire system was replaced per physician's preference. Lead fracture was not confirmed. Device malfunction was suspected with the replaced devices. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s stimulator was not functioning. The patient will undergo a revision.